Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show all electrode channels with high impedance status. No trauma has been reported, and no swelling over the implant site. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, it is very likely that the active electrode has been damaged due to a possible trauma. However, to determine an exact root cause, a device investigation of the explanted device is necessary. The device has been explanted, but not received for investigation yet.

Event description:
In-situ measurements show all electrode channels with high impedance status. No trauma has been reported and there is no swelling over the implant site.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction has been reported. The patient has been re-implanted